Event description:
It was reported that the device became stuck on the guidewire and difficulty removal occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation for the second time. However, the balloon got stuck with the non-bsc guidewire and it was difficult to retract/remove the balloon. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : fg nc emerge mr, us 3.00mm x 20mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis of the balloon cones revealed no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The device could be loaded and tracked over a 0.014'' guidewire without issue.

Event description:
It was reported that the device became stuck on the guidewire and difficulty removal occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation for the second time. However, the balloon got stuck with the non-bsc guidewire and it was difficult to retract/remove the balloon. The procedure was completed and there were no patient complications reported.